Manufacturer narrative:
The company representative, was able to confirm the issue (via event log review). Additionally, the representative found saline debris on the core module. How/when the saline solution got onto the core module remains unknown. To address the issue, the core module was replaced. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred, remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A customer reported that in an ophthalmic console the laser doesn't work. Procedure details and patient impact were not reported. Additional information has bee requested none received till date.